Event description:
It was reported that a few days after implant the patient felt chest pain, the lead had perforated. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.